Event description:
It was reported via medwatch that patient had an IV (intravenous) team consult to place a peripheral IV due to difficult access. Nurse IV specialist found limited peripheral sites and recommended a midline catheter to preserve peripheral veins and reduce repeated needlesticks. IV specialist attempted to place a 10cm powerglide midline catheter into the left upper arm. While advancing the guidewire, he sensed the catheter cannula folding and realized the attempt failed. Upon device removal, 7cm of the catheter device extracted and 3cm sheared off in the patient's subcutaneous tissue. Patient had no complaints of pain and there was no circulatory compromise to the left upper extremity. Physician was notified and vascular surgery was consulted for evaluation. The catheter tip was unable to be definitively located on bedside ultrasound or with CT (computed tomography) imaging. A left humerus x-ray showed evidence of the foreign body. Four days later, patient underwent a left upper extremity exploration and foreign body removal of the catheter tip. The IV specialist suspects the error may have occurred when he removed the device needle, leaving the folded catheter in place, and pulled the cannula out independent of the midline needle.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.